Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The device is included in the fa-q424-hf-1 heart failure cloud full market release migration issued on (B)(6) 2024. The patient received medication changes based on cardiomems numbers that were inaccurate. The patient is currently being monitored with phone calls.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The device is included in the fa-q424-hf-1 heart failure cloud full market release migration issued on (B)(6) 2024. The patient received medication changes based on cardiomems numbers that were inaccurate. The abbott rep reported that the site was not questioning the sensor. The healthcare provider adjusted the patient's medication, which appears to have not been well tolerated by the patient. No additional information could be obtained after several attempts to contact the clinic to confirm whether cardiomems caused or contributed to the reported symptoms and/or hospitalization.